Event description:
Information was received from the patient receiving intrathecal bupivacaine, fentanyl, and clonidine via an implantable pump. The pa tient reported that their bolus was not working and it would go through and would turn off halfway through and confirmed no error message. Patient said that the screen of the handset would turn off. Their husband took over the call and agent assisted patient to clear data and connect to the pump afterwards. They confirmed they were able to deliver bolus and had 8 boluses left. Agent connect the call healthcare it (hcit) to extend handset sleep time.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.